Event description:
It was reported that the patient experienced unsatisfactory refraction results post surgery. The intraocular lens (iol) was explanted. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing site for inspection. Identification of return sample by visual inspection showed the lens was in one piece. The lens was contaminated (as a result of explant/use) and some scratches were seen. The lens was identified as a multifocal lens because of the presence of diffractive rings on the posterior side of the lens. Visual investigation showed no deviations. The manufacturing records were reviewed. Based on the manufacturing record review and historical review no deviations are expected. There were no associated nonconformity material reports. Sterilization batch was released and there were no non conformances. There were no environmental monitoring related non conformances. Considering this conclusion, no further corrective and or preventive actions would be necessary. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: the lens was replaced with a different model lens in the secondary procedure. There were no patient injuries reported. A suture was used. No incision enlargement was required. No further information was provided.explant of intraocular lens (iol).all pertinent information available to abbott medical optics has been submitted. Placeholder.